Event description:
It was reported that the deep-brain stimulation implantable pulse generator (ipg) became depleted after the patient¿s charging system was stolen over four years ago, resulting in an inability to charge the device. A new wireless charger was provided in an attempt to reactivate the device, but the device could not be reactivated and remains nonfunctional as the reset process was not completed. Wake-up instructions were followed, but at step 4, the charger began beeping orange and then shut off, failing to complete the reset process. These troubleshooting steps were attempted twice with the same unsuccessful result. If the device cannot be reactivated due to the duration of depletion, the patient will be referred to neurosurgery for a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the patient is uncertain when their implantable neurostimulator battery depleted after their charging system was stolen, though they informed their physician it occurred approximately three years ago. The physician first became aware of the depleted battery on july 8 due to the stolen charging system. The physician plans to refer the patient to neurosurgery for device replacement, but no date has been scheduled. It was noted that the explanted battery will be sent in once replaced. No further information is available at this time.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6) revealed that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.